Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a vibrate anomaly. The customer's blood glucose was not provided at the time of the incident. The customer reported not having the vibration function work at all. The customer also reported having failed battery test previously. Troubleshooting was not provided. The insulin pump will not return for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected audio/vibrate anomalies noted. Device received with minor scratched lcd window and cracked battery tube threads. (B)(4).